Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured exchange due to product concern.

Event description:
Healthcare professional reported left side textured exchange due to product concern and rupture discovered on explant. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken-on posterior assessed, as an unidentified (tear) opening (shell thickness within spec). And missing shell observed, assessed as inconclusive. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: white biological tissue observed, on the device. Crease fold and wear abrasion observed, on the device.

Event description:
Healthcare professional reported, left side textured exchange, due to product concern. And rupture, discovered on explant. Device has been explanted and replaced.